Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remote manager lock failed. The refrigerator would not engage the locking mechanism, and the door remained propped open. The lock likely required replacement. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the lock was failed. A field service engineer (fse) documented that an on-site issue was identified with the remote manager being locked and preventing the door from closing. The machine was powered off, the latch was replaced, the system was tested, and the station was rebooted. The customer then confirmed normal door access and successful operation. The system functioned as intended after the field service engineer repaired the device.